Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a sheath and locator connection issue. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and have been noted for this issue in the past 12 months.

Manufacturer narrative:
A1: patient identifier: requested, unknown. A2: age & date of birth: requested, unknown. A3: patient sex: requested, unknown. A4: weight: requested, unknown. A5: ethnicity: requested, unknown. A6: race: requested, unknown. D4: catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot number combination. D4: UDI: unknown due to unknown catalog and lot number combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that involved angio-seal sheath cap and device cap are not locking together. I have requested, but not yet received additional details about this concern.